Event description:
Caller states that during a correlation study, the patient tested 7.8 inr on the coaguchek xs system and 11.4 inr on a comparison lab. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.